Event description:
A pharmacist reported three pts presented with endophthalmitis following intraocular lens (iol) implant surgery. The pharmacist indicated there are multiple surgical products associated with this event. This report is for the second pt for the viscoelastic. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Batch record review showed that all testing results are within specification. The retain samples were retested and all results on the retain samples conform to the specifications for the tested parameters (ph, osmo, lal). Investigation of batch records compounding and filling: no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization that could be related to this complaint. All results of chemical, microbiological and toxicology tests were within specification. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).